Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The patient was transferred to the emergency room. The whole implantable cardioverter defibrillator system was explanted. The patient was prescribed antibiotics and given a life-vest. No further information was reported.